Event description:
It was reported that the patient received inappropriate therapy due to noise. Lead failure suspected. Per review of stored egms, it is believed that contact between the atrial and rv-sense leads caused the noise and oversensing observed on the egms. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The segments of returned leads were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.